Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including power up and stress testing with a known good battery without duplicating the report. Recommendation to the customer is to replace the battery. The device was recertified and returned to the customer. Analysis of reports of their s type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.